Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The composition of the parenteral solution was reported to be: ¿numeta 13%, water for injection, soluvit-n, vitintra infant, inf vl conc ampul peditrace, ampul 10 ml.¿ three (3) actual samples were received for evaluation. Unaided visual inspection using the naked eye was performed which revealed a leak coming from the seal of each bag from the weld of the white injection port. Functional testing was not performed for this complaint. The reported condition was verified during initial inspection. The cause of the condition was due to insufficient amount of solvent being applied during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 250ml eva (ethylene vinyl acetate) bags were leaking from an unspecified location. The bags contained parenteral nutrition for neonates. This was identified prior to patient use. There was no patient involvement. No additional information is available.